Manufacturer narrative:
Permobil legal counsel received a copy of letter of petition, filed by the end-user against their service provider, where it was alleged that the end-user was thrown from their device after an un-descriptive malfunction occurred. This event reportedly resulted with the end-user sustaining un-descriptive injuries to their hip, back and neck. This event was reported to have occurred approximately 2 years prior to permobil being made aware. Review of device history does not indicate any service-related inquiries having been placed in/around the timeframe the event was reported to have occurred ((B)(6) 2019). Due to the 2-year timeframe from when the event was reported to have occurred, and the limited information provided in the petition; permobil is unable to confirm a device malfunction occurred and therefore a determination as to probable root cause cannot be established at this time. If any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Permobil received report claiming while end-user was operating their device, an undescriptive malfunction occurred which reportedly caused the end-user to be thrown forward, out of the seating, where they sustained injuries requiring medical intervention to address.